Event description:
The nail broke and was revised. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Dimensional and hardness inspection shows the nail to be in compliance with engineering specifications. No material defects were observed. The correct strength of the material and the features of the fracture area suggest that the nail broke due to material fatigue.